Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 235 mg/dl. Reportedly, the customer continued to use the pump and had manual injections for alternate insulin therapy.